Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the physician noted a disproportionate drop in battery longevity between follows up suggestive of a battery depletion (bd) alert. A request was made to have data from this device analyzed. The physician also noted the patient has not connected to their communicator for four years and requested the patient be sent an updated dongle and be reconnected. At this time, no additional information has been received. The device remains in service and no adverse patient effects were reported.